Manufacturer narrative:
(B)(4). Batch # n55a6u. The analysis found that one long60a device was returned with the clamping mechanism damaged and with a gst60g reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, the device would not fire; green reload with buttressing material. The device was reloaded and then the closure handle to close the jaws would not lock. Another like device was used to complete the procedure. There were no adverse consequences for the patient.